Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding an unspecified lower glucose scan value while wearing the adc device compared to a competitor's brand meter. On 03 sep 2022, the customer had a loss of consciousness however remained capable of self-treatment with food provided by a non-hcp. No further information was provided. There was no report of death or permanent injury associated with this event.